Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse had initially replaced the isi core controller (icc) due to the error pointing to a failing device controller. The icc was analyzed and there were no errors in the logs and upon visual inspection there were no issues that would be related to the reported event. The unit was installed on a golden system, where the icc was not detected and could not be successfully programmed. The patient side cart (psc), surgeon side console (ssc), and vision side cart (vsc) could not communicate with each other. The icc was not functioning as expected; however, failure analysis was unable to determine the cause. Replacing the icc board did not resolve the issue long term, and the fse returned and replaced the entire core due to the error on the device controller (odc) reoccurring. The system was then programmed, tested and verified ready for use. Isi has received the core part involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that prior to starting a da vinci procedure, the system displayed and error on the vision side cart (vsc). Due to the persistent fault, the surgical team converted the case from single-port to multi-port to continue the procedure. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.